Manufacturer narrative:
The reported event of the ventricular setscrew came out of the device while attempting to tighten it was confirmed. Analysis revealed the v-setscrew became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. This happened because the user was making incorrect wrench insertions. The user forced the wrench tip down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. When the user pulled the wrench out of the device, the setscrew was stuck to the wrench and was pulled out with it. The setscrew anomaly is related to the user¿s incorrect use of the torque wrench which was consistent with what occurred during the procedure.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker came off while tightening the screw to secure the lead. The pacemaker was not used and was replaced on (B)(6) 2025. The patient was in stable condition.